Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date. The customer's blood glucose level was 238 mg/dl at time of incident. The customer was declined troubleshooting. Customer stated that the insulin pump had a huge crack going from the side of the pump to the front. Customer stated that she started receiving insulin flow block alarms. Customer stated that she dropped the insulin pump walking through her house on the hard wood floor causing the infusion set to pull out her body. Customer stated that the auto mode feature was active at time of high blood glucose event. The device will be returned for analysis.